Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, pressing go on the homechoice before connecting to the patient line is a known use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set/line) alarm on a homechoice (hc) machine during initial drain. During troubleshooting, it was found that the hp pressed go on the hc prior to connecting to the patient line. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp was to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.